Event description:
A malfunction alarm related to altitude was reported by a distributor in ireland regarding a pump. The customer's blood glucose level was 131.4 mg/dl. The customer resumed using insulin with the original cartridge after the issue occurred, and customer support provided tips to prevent future altitude alarms, which were understood and acknowledged by the customer.